Event description:
The recipient's electrode has reportedly migrated. Repositioning surgery will be scheduled.

Manufacturer narrative:
(B)(4). The recipient underwent repositioning surgery on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device. The recipient remains implanted. This is the final report.